Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after having received a patient notifier due to post-paced t-wave oversensing on the near field channel. Mismatch in the near field and the far field channel resulted in non-sustained lead noise incorrect diagnosis. Reprogramming the device was recommended.